Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple episodes of non-sustained rv oversensing and possible t-wave oversensing were observed. Programming changes were recommended, but the physician elected not to make any changes. The patient was stable and sent home with routine monitoring.